Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer inserted a new sensor and it would not calibrate. Then the insulin pump alarmed failed battery test after changing the battery. Blood glucose value was 5.1 mmol/l. It was stated that the customer cleared the alarm in their sleep. The alarm history was checked and it showed that the customer received a change sensor alert, low battery alert and then a failed battery alarm; the customer changed the battery and received a power loss alarm, calibrate now and lost sensor alerts. The customer was advised the communication was lost due to the insulin pump turning off and was assisted with reconnecting the sensor. The insulin pump will not be returned for analysis.